Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that they were just recently on a cruise and they turned their device off on (B)(6) 2026 to go through security scanners and they noticed at the time they turned the therapy off, a message that said the 'limit had been reached' but they'd been rushing to go on their cruise so they disregarded it at the time however when they were on the ship and they turned the therapy back on, they got the message again but they thought it was because they were "out at sea" and so it "wasn't registering," the patient said they thought that might have been why but they were getting the message but when they got back from the cruise, they still got the 'maximum settings' message multiple times and couldn't get the stimulation back up to where they had it on program 2 at 6.0 ma. They said it wouldn't allow them to go beyond .5 ma now on any of the 7 programs. The patient denied having had any falls or traumas that could have led to the issue and stated they hadn't touched the therapy for probably 7-8 months because the therapy had been working right for their symptoms so they hadn't needed to increase or decrease the stimulation. Patient services reviewed the meaning of the maximum settings message with the patient and redirected to their healthcare provider to further address the issue. The patient said their previous healthcare provider (hcp) was "no longer a doctor" so they were now following up with a physician's assistant (pa) at the same clinic. Patient services reviewed that the clinic could page a manufacturer representative (rep) to help check the implanted system if needed but also sent the patient physician listings at the patient's request. The patient said they would still call the clinic and their pa to make them aware of the issue but they would also review the listings and potentially follow up with a new healthcare provider (hcp) in the future.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.